Event description:
The end user states she was at an airport when she attempted to go down three steps and the right wheel has 3 spokes that broke and the left wheel has a chunk of rubber missing. No injuries noted